Manufacturer narrative:
Continuation of d10: patient product ID 97745 serial# (B)(6): product type programmer h3: analysis of the 97745 programmers (ptm) (s/n (B)(6) revealed that connector support was broken/cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that, since about a week ago, it took a whole day to charge their controller and stated controller was not working; agent asked and caller confirmed they had not seen any messages on controller. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed green light of ac power supply was on; however, caller confirmed controller screen did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power supply. Caller mentioned that they were terribly handicapped and had had 5 strokes. Caller also commented they "don't do very well without this thing" (agent understood to mean ins). Pt called back stating they received the controller but they did not 'program' it. Pt needed help with pairing. Pt repeated again about having strokes and being handicapped. Assisted pt with pairing. Controller was at 100% and implant at 80%. Pt asked how to change groups and how to go into MRI mode. Reviewed. Pt also saw info about bladder stimulators and wanted to get more info about them . Transferred to ph cell  patient called stated they received the controller and ac power cord but they are not able to charge the ins still. Patient stated the screen is stuck on checking recharger for long time. The paddle is not picking up or do anything. Patient stated this is the original issue they called about. Agent asked patient to inspect the recharger for visible damage and patient said there is no damage on the rtm. Agent confirmed patient did not have a fall or trauma, no weight gain or lost. Agent asked patient to connect with controller and controller showed ins 80%, controller 100% charged. Agent observed confusion with using the external devices. Agent reviewed how to recharge the controller. Agent reviewed if the issue is not resolve with new rtm patient will need to consult with hcp ofc for next step. Agent reopened the case and sent email to the repair dept for rtm replacement. Pt says they have gotten the replacement controller and ac power supply and it worked at first but then stopped. Pt confirmed they are using new controller by serial number. After resetting controller and unplugging and plugging rtm back in, pt says its still stuck on checking recharger. Since rtm and controller have been replaced, pss encouraged pt to keep trying to charge ins and if it doesn't start charging to follow up with hcp for further investigation.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.